Manufacturer narrative:
(B)(4). Date sent: 3/6/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the blister was cracked. Another device was used to complete the case. There were no adverse consequences to the patient.